Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer also reported experiencing a high blood glucose of 564 mg/dl. The customer treated their blood glucose by changing the infusion set and bolusing. The customer declined to troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.